Manufacturer narrative:
Examination of the returned instrument confirmed the treads are damaged. Although the exact root cause could not be determined, misuse may be a contributing factor. A search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated.

Event description:
During removal of a humeral nail the extraction bolt would not engage the nail, causing a 30 minutes delay in surgery.